Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after experiencing syncope and receiving multiple shocks. The patient experienced ventricular tachycardia which was appropriately sensed and treated but the therapy failed to convert the rhythm. It was noted that the right ventricular and left ventricular leads exhibited intermittent loss of capture and high capture threshold. Dft testing was successfully performed. The right ventricular and left ventricular leads were repositioned on (B)(6) 2018. During the post op check the next day the left ventricular lead exhibited failure to capture. The lead was turned off. The patient was stable during and post procedure.